Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " when preparing to use the aortic balloon rebound pump to treat the patient, the power-on screen does not display the fault, no corresponding alarm prompts, and can not be used normally". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " when preparing to use the aortic balloon rebound pump to treat the patient, the power-on screen does not display the fault, no corresponding alarm prompts, and can not be used normally". To continue therapy, the pump console was swapped. No patient injury or consequence reported. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of touch screen display error is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.